Event description:
It was reported to philips that the unit failed to deliver shock when used on a patient. The device was in use on a patient, however there was no adverse event to patient or user.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2018-09975. Device investigation is completed.